Event description:
It was reported that the patient's device was left off because he had vocal cord paralysis. No additional relevant information has been received to date.

Event description:
Follow up with the physician's office revealed that the vocal cord paralysis was believed to have been from the vns surgery as the patient had underwent vns replacement surgery previously due to high impedance, which was reported in MFR. Report #1644487-2019-00446. It was stated that a low output current and high impedance were observed on the patient's vns two months after implant, which was reported in MFR. Report #1644487-2019-00797. The device was disabled and the patient was referred to an ent, who diagnosed the patient with vocal cord paralysis.